Event description:
It was reported that outside of surgery, the key falters and does not go all the way to the end. There was no patient involvement. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: belgium.

Event description:
The ratchet was unable to go all the way down and the carrier to advance. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the device passed the mesh test. The roller was discolored and the cutter had cosmetic damage. The cutter and roller were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.